Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt expired. The cause of death and the relationship of the device to the pt's death was unk. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.